Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, the stent appeared to have slipped off the balloon while being advanced through the lesion. The stent was retrieved with a 1.5mm emerge balloon and everything was removed from the patient. The procedure was completed and no patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 12 synergy ii drug-eluting stent was advanced for treatment, however, tent appears to have been pulled off the balloon. The stent was retrieved with 1.5mm emerge balloon and all removed from patient. The procedure was completed and there were no patient complications reported. It further reported that there was no pressure applied to the delivery system and no resistance met advancing the device. Multiple attempts were made to position the stent at the lesion site. The stent was removed by inflating a small balloon, the unexpanded stent was then pulled into the guidecatheter.

Manufacturer narrative:
Device evaluated by MFR: a stent located on an emerge balloon catheter (emerge 8 x 1.50mm) was returned for analysis. The returned stent was damaged, stretched and flattened. The first 3 rows from the proximal end (based on stent position on balloon catheter) did not show signs of inflation. No other parts of the complaint device was returned for analysis.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 12 synergy ii drug-eluting stent was advanced for treatment, however, tent appears to have been pulled off the balloon. The stent was retrieved with 1.5mm emerge balloon and all removed from patient. The procedure was completed and there were no patient complications reported. It further reported that there was no pressure applied to the delivery system and no resistance met advancing the device. Multiple attempts were made to position the stent at the lesion site. The stent was removed by inflating a small balloon, the unexpanded stent was then pulled into the guide catheter.

Manufacturer narrative:
Device evaluated by MFR: a stent located on an emerge balloon catheter (emerge 8 x 1.50mm) was returned for analysis. The returned stent was damaged, stretched and flattened. The first 3 rows from the proximal end (based on stent position on balloon catheter) did not show signs of inflation. No other parts of the complaint device was returned for analysis.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 12 synergy ii drug-eluting stent was advanced for treatment, however, tent appears to have been pulled off the balloon. The stent was retrieved with 1.5mm emerge balloon and all removed from patient. The procedure was completed and there were no patient complications reported. It further reported that there was no pressure applied to the delivery system and no resistance met advancing the device. Multiple attempts were made to position the stent at the lesion site. The stent was removed by inflating a small balloon, the unexpanded stent was then pulled into the guidecatheter.